Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.

Event description:
The following was reported by the implant surgeon, a pt was treated with a plate in 2008. Two months later, he was conducting the explantation. While taking out the screws he observed that the tapered screw threads of the conical extractor were broken off. To remove the plate the surgeon used a forceps and had to apply high forces.